Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2009. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; pain inter; nonsurgical treatments: on (B)(6) 2012 the patient commenced topical treatment (including oestrogen cream): advantin for the treatment of: relief from pain. On (B)(6) 2012 the patient commenced topical treatment (including oestrogen cream): dalacin for the treatment of: relief. On (B)(6) 2012 the patient commenced topical treatment (including oestrogen cream): sigmacort for the treatment of: pain relief. On (B)(6) 2015 the patient commenced topical treatment (including oestrogen cream): advantin for the treatment of: alleviate pain. On (B)(6) 2015 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: pain relief.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.